Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device did not send any data to corsium. The remote service engineer rse verified with the customer that no other tempus pro device was having this corsium connectivity issue. No impact to patient alleged as the procedure was completed without delay.